Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was issued a left ventricular assist device (lvad) right consolidated bag in (B)(6) 2023. The consolidated bag strap broke, which caused the bag to fall down and rip the driveline anchor completely off of the patient's body. The patient mentioned the pin was constantly falling through the hole and was no longer secure. The patient was expected to receive a replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos confirmed the reported damage. As of 07aug2024, the consolidated bag has not returned for evaluation. If the consolidated bag returns at a later date this investigation will be reopened. The account submitted photographs that captured the shoulder strap. The photos confirmed that one of the carabiner clips had dislodged from its respective metal d-ring. The female fitting hole of the shoulder strap d-ring appears to be slightly bigger. Wear of the d-ring and stud over time appeared to result in material fatigue and misshaping of the hole and stud, which could have contributed to the clip dislodging from its intended position. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate (hm) 3 instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D are currently available. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, provide instructions and images for how to properly put on, use, and take off the consolidated bag. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for the equipment¿, instruct the user to periodically inspect the wear and carry accessories for damage or wear. These sections further state ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ no further information was provided. The manufacturer is closing the file on this event.